Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, device was found to be in good physical condition. The reported complaint was verified. After powering on the device, the monitor's display was streaking. The root cause was determined to be an open u10 chip solder joint. As a result, this was resoldered.

Event description:
Information was received that a smiths medical capnograph has a display that is streaking.